Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation /pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast reconstruction with a 375cc mentor memorygel breast implant experienced spontaneous right sided rupture accompanied by pain post procedure. The rupture was confirmed through mammography. As a result, an explant is planned for (B)(6) 2020.

Manufacturer narrative:
Additional information was provided on (B)(6) 2020. When the device was explanted, it was replaced with a 465cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 210947 , and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).